Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the power supply found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector loose on a printed circuit board assembly and an intermittent noisy system fan.

Event description:
It was reported that the programmer displayed a message that it was overheated and to turn off the programmer. It was also slow during the threshold test. The programmer will be returned for repair. Follow up indicated that there was no patient involvement associated with this event.